Event description:
It was reported that the patient sought medical attention with their general practitioner (gp) through a telehealth appointment, with an infection that developed at the infusion site (arm) while wearing the pod between 37 and 48 hours. It was reported that the site become red, inflamed and hot to the touch. It was also reported that the patient¿s blood glucose levels rose to 19 mmol/l (342 mg/dl) at this time. The patient was treated with amoxicillin 5mg to be taken 3 times a day. The pod has been discarded by the gp.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.